Event description:
It was reported that during a colectomy procedure, the device staple line was scissored and not complete. The case was completed by cutting the staple line out and using a new device to complete the case. There was no pt consequence reported.